Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hwbbt". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined. The patient doesn't have her own prescription and was using her daughter's system. Labeling indicates: never share your transmitter. The g6 is a prescription-only medical device and is meant for your use only. The transmitter is tied to the g6 readings. If used by more than one person, the g6 readings, reports, alarm/alerts, etc., may be wrong.